Event description:
The customer received high readings of 231, 244, and 266 mg/dl. The customer did not eat and took normal medications and went to bed. The customer woke up sweating twice during the night. The first time, they checked their blood glucose and received a result of 352mg/dl, the second time the result was 257mg/dl, the customer went back to bed. Family member was unable to wake the customer and paramedics were called at 7am. Parmedics arrived and the customer's result was 34mg/dl. The emergency medical techincians started an IV. The customer refused to go to the hosp. No other treatment was received. No controls were in use. A request was made for the return of the suspect device and replacment product was sent.